Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. The customer¿s blood glucose level was 450 mg/dl at the time of the incident. The customer¿s other blood glucose level was 400 mg/dl. The customer¿s other blood glucose level was 400 mg/dl. The customer stated that his pump is not del insulin, he tried to del insulin on his pump and the motor is not moving. The customer was treated with the manual injection. The device will be returned for the analysis.